Manufacturer narrative:
Product ID 37752 lot# serial# (B)(4), implanted: 2006 (B)(6); product type recharger product ID 377860 lot# v013594, implanted: 2006 (B)(6), explanted: 2013 (B)(6); product type lead product ID 377860 lot# v013529, implanted: 2006 (B)(6), explanted: 2013 (B)(6); product type lead. (B)(4).

Event description:
It was reported, the patient had their pain stimulation system removed on 2013 (B)(6). The reporter stated the implantable neurostimulator (ins) was never turned on since implant and they need a MRI for their shoulder. It was noted the entire system including the leads was removed. Additional information received reported, the patient had the device taken out because the ins had not been on in 2 years. The reporter stated they had surgical procedures two years ago and they had 5 vertebrae fused, which helped alleviate their leg pain. It was noted, the patient had shoulder problems and needs mris. Additional information received reported the patient requested the device be removed as they no longer needed it. The reporter stated the patient was no longer using the device since their prior surgeries. Additional information was requested, but was not available as of the date of this report.